Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 3ml syringe luer-lok tip with bd precisionglide needle the scale markings were crooked. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: scale askew, can't be accurate. Incident occur: before use.

Event description:
It was reported while using bd 3ml syringe luer-lok tip with bd precisionglide needle the scale markings were crooked. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: scale askew, can't be accurate. Incident occur: before use.

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. From the photos, the team is unable to determine a scale printing issue. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The current controls in place during the assembly process to prevent this nonconformance include an outgoing 3 hourly quality assurance visual inspection for barrel scale printing and an in-process two hourly visual inspection for barrel scale printing. However, as no sample was returned for further analysis, a root cause cannot be determined.